Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 2gtqrspr, serial number/date code (B)(4) is approximately eleven year old. The owner's manual part number 1090208 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4) - the dealer reported that the 2gtqrspr power wheelchair wiring harness by the charger port, the plastic part of the charger port, and the metal end of the charger plug were burnt. There was no patient injury reported.